Event description:
A report was received that stated during an injection, the nurse felt resistance on the plunger. Due to the resistance, the nurse pushed harder and the plunger and the needle became detached from the syringe causing medication to splash out of the syringe. No needle-stick took place. No patient or clinician injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.